Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported guide break was confirmed. The reported difficult to insert into the anatomy and difficult to remove the closure device could not be replicated in a testing environment as it appears to be related to procedure circumstance. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Per the instructions for use, do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the mildly calcified left common femoral artery was attempted using a proglide device via a 6f sheath after an interventional peripheral procedure. Reportedly, there was resistance advancing the proglide device into the anatomy because the artery was deep. After suture deployment, when attempting to remove the device from the anatomy, the proglide was stuck in the arteriotomy and broke at the guide and sheath. A cut down was performed and the broken portion of the proglide device was removed. Hemostasis was surgically achieved. The physician is reported to be trained in the use of the proglide device. There were no reported adverse patient sequelae. There was a clinically significant delay in the procedure due to the surgically intervention. No additional information was provided.